Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had a pocket revision in (B)(6) 2017 due to discomfort at the pocket site. The rep reported that since the revision, the patient still had discomfort at the pocket site. The rep reported that the healthcare provider wanted to use tens over the ins. The rep reported that the patient had discomfort/muscle pain where the ins was implanted. No further complications anticipated.